Manufacturer narrative:
The investigation is not yet completed; investigation results are pending. The event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a laparoscopic nephrectomy on (B)(6) 2026, the device stopped working. No patient injury was reported, and they were able to complete the procedure with a back-up device.